Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device emits intermittent sounds that battery is dead. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the battery is defective. The customer evaluated the device and received support from remote service engineer at the customer care solution center, during which onsite diagnostic service was offered. The customer was provided a quote for onsite evaluation pricing. However, the customer did not accept the quote. The device remains at the customer site.